Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "significant" dysphagia and vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Patient was admitted to the hospital on (B)(6) 2018 complaining of dysphagia and vomiting. The patient was given solumedrol which "improved her symptoms significantly". Patient was discharged (B)(6) 2018. At the time she was "doing well" and "off steroids, but on her usual medications of allegra, zoloft, potassium, aldactone, magnesium, ventolin, flonase, and fusion vitamins." Esophagogastroduodenoscopy (egd) with balloon dilation to 20mm was performed on (B)(6) 2018. The patient reported on (B)(6) 2018 that she was still having vomiting and it was noted that the patient has "blood tinged" phlegm. The patient lost 11lbs since linx implant. Patient admitted to the hospital on (B)(6) 2018 to hydrate and check labs after reporting hematemesis and being unable to keep prescribed medications down. Device explant due to "significant" dysphagia and vomiting occurred without issue on (B)(6) 2018. The patient is "fully recovered and happy, but with gerd" as of (B)(6) 2018.